Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: is the device available to be returned for analysis? No, it was discarded. Was the surgeon able to determine where the bleeding was from? Not exactly. Was the bleeding from an area that the nslg2s35 was used on? Yes, it was. Where was the bleeding from? (State where) all transected areas, where enseal was used. How much blood was lost? (Cc¿s) cca 1 liter. How was the bleeding controlled in the 2nd procedure? Bipolar coagulation. Was a transfusion required? Yes, it was. What was the size of the vessel or artery? Not greater than 5 mm. Was the tissue thick, dense and fibrous? Rather not, it was let¿s say ¿normal¿. Which generator system was being used ¿ rf-60 or gen11? Gen11. If the gen11, did the surgeon hear the tone changes? Yes, he used the instrument exactly as we trained him. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No, all haemocoagulation factor were in ¿normal¿, nothing was in red numbers. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? Probably not. What was the total blood loss? 1 liter. Did the surgeon advance the blade before or after hearing tone 2? Before. Did the surgeon take any name vessels with enseal? No. If no, what other means of vessel transection was used ¿ clips? Suture ligation.

Event description:
It was reported that during a resection of sigmoid colon procedure, one hour and half after the operation, the patient was brought back to the operating theatre and she has to be re-operated for massive intra abdominal bleeding. After the reoperation the patient is in normal condition. Device discarded.